Event description:
A malfunction alarm identified as "malf 12" was reported by the customer. The incident did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Clinical technical support assisted the customer by providing pump reset information, and the customer successfully reset the pump without recurrence of the malfunction code. The customer was advised to continue using the pump and to call back if the issue recurs.